Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had received hardware low level failures error. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he was getting recurring insulin flow block alarms. The customer was assisted in troubleshooting for pump error and he was able to clear the alarm as well as able to complete the insulin pump rewind. He was assisted in performing self test and got pump error again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. He was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted. Pump error 63 alarm during self test and confirmed in the device history file due to software error.